Event description:
On (B)(6) 2018, an amplatzer vascular plug iii was used off-label to close residual leakage between 2 implanted mitraclips. After implant the patient was stable and discharged. On (B)(6) 2018, the patient presented with worsening symptoms of mitral regurgitation, and the avp iii was found to have embolized into the common iliac artery. No signs of ischemia were reported. The device was removed via snare and the patient was sent to surgery to close the residual leak. The patient is reported to be stable.

Manufacturer narrative:
An event of plug embolization was reported. The device met dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown, however, the plug "was used off-label to close residual leakage between 2 implanted mitraclips." Per instructions for use 600229 ver. A, "the safety and effectiveness of this device for cardiac uses (e.g., patent ductus arteriosus, paravalvular leak closures) and neurological uses have not been established."